Event description:
Patient referred from outside provider and per patient wishes to have the pump explanted. It was reported that when the outside provider aspirated pump with refill procedure, brownish fluid aspirated. Patient has been on coumadin in the past. After discussion, patient felt little relief from spasticity with pump. Requested the pump be removed. Pump believed to be at one year in use. February 2012 medical record entry: "the previous pump pt's baclofen pump was placed 7 yrs ago and upon interrogation, shows a depleted battery."pump was not accessed during explantation. Physician does not know if "brown fluid" still present in the pump.what was the original intended procedure?explantation.